Event description:
Information was received from a patient who was implanted with a neurostimulator indication gastrointestinal/pelvic floor. Stimulation was being perceived as an annoying buzzing . Troubleshooting/interventions already performed was decreased stimulation from 1.10 to 1.00 to 0.9. This was occurring daily. There were no trauma/falls reported that could be related to this issue and stimulation issue reported was not related to positional movement. There was a recent medical test or emi environmental exposure. Activities/emi that could be related to issue were security gates/theft detectors. Ins (stimulator) was turned off prior to walking through. The troubleshooting/interventions/results were not resolved. She still thinks the buzzing was annoying and bothersome but not painful. Patient was going to call hcp (healthcare provider) and ask if she can change programs. At her last visit, he told her he wanted her to stay on program 2 for 6 months. Symptoms reported were buzzing sensation in vaginal area. Event date in (B)(6) 2016. Patient stated as last sunday or monday and also stated as within a week of her seeing the doctor last time on (B)(6) 2016. Patient was last seen by hcp on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.